Event description:
During the procedure a swartz braided introducer and dilator assembly was advanced over the guidewire into the pt. When the dilator was retracted, the physician noted saline leaking from the hemostasis valve of the introducer. The introducer was removed from the pt and exchanged for a sl1 introducer to complete the procedure with no consequences to the pt.

Manufacturer narrative:
One 8.5f braided swartz with dilator was returned for evaluation. The dilator was not engaged in the introducer at receipt. No visible anomalies were observed. The device did not pass leak testing. Following functional testing of the introducer, the cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected, which identified a hole in the proximal seal. No anomalies were observed to the distal seal. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported and confirmed leak and observed damage at the hemostasis valve is consistent with damage during use.